Event description:
It was reported that the ventilator failed flow transducer test and o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Initially it was reported that flow transducer and o2 cell/sensor test failed during pre-use check. On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the flow transducer test failed during pre-use check and replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. A correction of fields # g2 report source, # d9 device available for eval?, # d9 device serviced by third party were required. G2 report source: previous report source: foreign, user facility, company representative, distributor; corrected report source: foreign, distributor. D9 device available for eval?: previous device available for eval?: set as "yes", corrected device available for eval? Set as "no". D9 device serviced by third party: previous device available for eval?: set as "no", corrected device available for eval? Set as "yes."

Event description:
Manufacturer's ref.#: (B)(4).